Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was not working in reverse or oscillate. Therefore, the reported condition was confirmed. It was also observed that the top trigger's magnetic support was broken. The assignable root cause was determined to be due to improper cleaning sterilization and/or maintenance procedures not followed per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery handpiece device reverse was not working when putting handpiece into reverse or oscillate. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.